Manufacturer narrative:
The pod was received with the cannula deployed. No issues were found that would result in the needle deploying early. Although no issues were noted with the needle mechanism, it could not be determined when the needle deployed. A root cause for the reported needle deploying early could not be determined. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.***per new information the following were updated*** d4 - model no changed from 14810 to 19191. D4 - lot no changed from blank to l44865. D4 - catalog no changed from zxy425 to zxp425. D4 - expiration date changed from blank to 11/28/2020. D4 - unique identifier (UDI) # changed from blank to (B)(4). G5 - PMA/510(k) # changed from k122953 to k162296. H4 - device mfg date changed from blank to 5/28/2019.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide: model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 53. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
It was reported the needle deployed early; indicating a needle mechanism failure. The patient's blood glucose levels were unaffected and the pod was not worn.